Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that a patient¿s ilet touchscreen was initially unresponsive, later became responsive, and the device then displayed repeated restart 76 alerts along with an occlusion alert; the device was replaced. Symptoms included hyperglycemia with a reported blood glucose high of 232 mg/dl for approximately 12 hours, without ketone testing, medical intervention, or use of backup therapy, and the patient reported feeling fine. Outcomes included temporary elevation of blood glucose without reported clinical sequelae or need for professional care and inspection of the returned device. Investigation included remote troubleshooting with cleaning, wake-button actions, charger use, attempted recalibration, restart procedures, and replacement. Investigation of this device revealed a reported device malfunction consistent with a touchscreen responsiveness issue and recurrent restart alerts, suggestive of a potential pump electronics or user interface component malfunction.